Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer experienced low blood glucose. She explained that she called her mother and knew something was wrong so she went to her house and the customer's blood glucose was 30 mg/dl, which they treated with food. During troubleshooting, they indicated the customer was disconnected during prime, the reservoir was showing less insulin than what is shown on the status screen and the insulin pump was worn during x-rays. The insulin pump passed the displacement test. It was advised to discuss low blood glucose with doctor. The device will not be returned for analysis.